Manufacturer narrative:
Date of event: estimated as no event date was given.

Event description:
It was reported via social media that a perforation occurred. A left atrial appendage (laa) closure procedure was performed and during the second attempt to place the watchman laa closure device, the physician perforated the patient's heart. Open heart surgery was performed to treat the perforation.